Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned in any original packaging. The t1, t2, suture were not returned. The actuator is in the pre-t1/post-t2 position. The needle overmold assembly is bent from use during the cycling of the actuator. There is bio debris in the needle. A functional evaluation was performed on the returned device and found the actuator tries to cycle but will not return to it's original position due to the bend in the needle overmold assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, after the t1 of the fast-fix 360 was deployed, t2 deployed prematurely into the meniscus. Both ts were removed from the patient using tweezers. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. Current patient status is good.

Manufacturer narrative:
H10: internal complaint reference (B)(4).